Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (250-350 mg/dl) with ketones present on occasions. The customer would bolus and the health care provider (hcp) recommended the customer to also take manual injections when the ketones were present. In addition, the (hcp) adjusted basal rate settings as treatment to stabilize bg levels. The contact stated the suspected cause of the elevated bg levels were due to the customer recently starting school and has many activities. In addition, it was reported that the customer had experienced bg levels that range from (50-60 mg/dl) the customer would eat carbohydrates to stabilize bg levels. Reportedly, the customer was over correcting high bg's. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.